Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024 they experienced inaccurate cgm values. The patient experienced lightheadedness and dizziness. The cgm was reading below 80 mg/dl and the blood glucose was not checked. It was not documented if the patient self-treated. The patient and spouse went to the emergency department (ed) and there, the estimated glucose value (egv) was 50 mg/dl and the bg was unremembered but reportedly much higher. The patient was hospitalized 1 day, given unremembered medication, and underwent magnetic resonance imaging (MRI). At discharge the bg was 121 mg/dl and the sensor had been removed. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.